Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and visual inspection found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully and fail initialization. Additional observation related to the customer complaint: the instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument.¿ review of the instrument logs verified six homing failures with error code "22026" and description "vessel sealer extended failed during homing on universal surgical manipulator (usm4)." The bent knife cable was likely causing failure during initialization. Additional unrelated observation not reported by site: the instrument was returned with missing integrated cord. The vse instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. In addition to the above, a dislodged knife return spring was also noted at the proximal end, that kept the instrument blade in extended position. It is likely that the knife got bent during use near the point it is welded to the knife cable and kept getting exposed. It is hard to ascertain what occurred first - the bent knife cable or the dislodged spring, but since the instrument started to have homing failures after a few successful cut events, it can be hypothesized that the bent knife cable resulted due to damage during use.

Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument blade did not retract. The procedure was completed with no patient harm.